Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Probable root cause for the distal end device damage, is an external force was applied to the distal end. It is unknown whether it the damage was affected by aging deterioration. The instructions for use states: chapter 3 preparation and inspection. 3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Manufacturer narrative:
Device was evaluated. Inspection of the device confirmed the reported issue of frozen image. The device upon inspection found leaking in the biopsy channel and 3 broken elements on the ultrasound image was observed. Further evaluation determined heavy corrosion on the control body and fluid invasion was found. In addition, the elevator channel plug was observed to be loose. Based on evaluation findings the reported issue was confirmed. The failures found could be attributed to users handling and or maintenance issue. The investigation is ongoing, if additional information becomes available this report will be supplemented accordingly following the investigation.

Event description:
It was reported that the device buttons are causing the image to freeze. The issue occurred during an unspecified procedure. There was no patient harm or injury reported. No user injury reported.